Event description:
Event description guidant received information that this device when trans telephonic monitoring was performed, was found to have a loss of capture and oversensing. The patient is is a nursing home and has a history of complete heart block with an intrinsic rate of 34 beats per minute. The field representative visited the patient and found the following meaurements: bipolar 490 ohms, threshold 7v @ .4ms, unipolar 220 ohms, threshold 1v @ .6ms. Oversensing was noted in both unipolar and bipolar configurations at a sensitivity of 10mv. The physician has elected not to do a lead revision and has left the device programmed to door mode/unipolar ventricular pacing configuration with lower rate limit 80 beats per minute. The patient had no adverse effects.